Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the patient/layperson spoke with a custoemr care advocate, cca, alleging his onetouch ultramini meter was inaccurately low resulting in treatment for elevated blood glucose at the ER. The cca replaced all products. This senior medical affairs specialist spoke with the patient on june 12, 2008. All results are in the correct unit of measure, mg/dl. The patient wears an insulin pump and tests up to six times a day. Reportedly, his results had been "normal" the day before and day of the incident. At some point before being symptomatic with nausea, vomiting and dry mouth, his blood glucose was reportedly 150. He reportedly took no insulin after the result. When his alleged symptoms began the afternoon of original date, a friend drove the patient to the emergncy room. His blood glucose was reproted "450 on the ER meter, 500 by the venous draw, and 150" on his meter with a sample of venous blood. The patient was reportedly treated with IV fluids, IV insulin, and pain medication at the ER. Reportedly, when his physician ran control tests using the patient's control solution; the results were out of range. The patient was released later the same night. Because his physician kept the patient's meter and strips, the patient was urged to inform the physician that lifescan would like to evaluate the products. Because the pt allegedly had symptoms that can be associated with hyperglycemia after the reproted issue and then was treated with IV fluids, IV insulin in an ER, the complaint is classified as an adverse event.